Manufacturer narrative:
A ge service rep performed an on site investigation. There was a loose nut found under the collimator cover. The nut was replaced and tightened during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 6800 system had an artifact on the image. No pt injury was reported.